Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible far field r-wave oversensing from the right atrial (ra) lead leading to classification of atrial tachycardia/atrial fibrillation (at/af) episodes. The lead is still in use. No patient complications have been reported as a result of this event.